Event description:
The following has been reported: biomed reported: "our staff reported that infusion pump (sn: (B)(6)) had a "service required" message on the screen. After bringing it to our office and turning it on, the message is not present. "I have cleaned the pins and ran the pump through several infusions at different rates and volumes. The last one ran at 200ml/hr with 75ml. All the infusions have completed successfully and the "service required" message has not reappeared." Pending patient harm info. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.